Event description:
Subsequent to the initial medwatch report, additional information received reported that the condition of the patient resolved on (B)(6) 2011.

Event description:
It was reported that five days post stenting procedure of the mildly calcified left internal carotid artery, the patient was readmitted after experiencing a transient ischemic attack described as a 3-4 minute episode of expressive aphasia. The patient did not experience any further neurological symptoms. A computed tomography angiogram demonstrated a high grade stenosis of the stent. The patient was treated with thrombolytic medication and IV heparin. Her condition was stable with no further neurological incidences. The patient was discharged home four days later in stable condition. The condition was reported as improved but continuing. Additionally, after the index stenting procedure, on (B)(6) 2011, the patient had been placed on aspirin as she was allergic to plavix. However, the patient admitted she had been non-compliant with her aspirin regimen. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The transient ischemic attack and stenosis are known adverse events as listed in the instructions for use. Although a conclusive cause for the reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.